Event description:
The surgery center reported that a laser vision correction patient developed a dry eye on both eyes at a 10 month post op exam. Eagle vision punctal plugs (model 3036, lot no. 76432) were placed on right lower lids to relieve the dryness noted on both eyes. At the time of the 10 month post op exam, the patient commented on vision on right eye was bad; had halos at night and trouble seeing the board in class. At an 11 month post op exam, the patient developed overcorrection on both eyes. The surgery center provided a brief description that the patient started complaining of blurred vision at 9 day post op exam on the right eye, manifest refraction was .75 and sphere was 20/20. In addition, the surgery reported that at 3 month post op exam, uncorrected visual acuity (ucva) of right eye was 20/40 and 20/30 on left eye. Manifest refraction was -1.75 and left eye was -1.00. The patient¿s complaint on the 11 month exam was that had halos and glare. The comments made from the patient were that vision is very bad, trouble seeing the board in class. To resolve reported event, a flap lift and enhancement was performed and symptoms have been resolved. The patient¿s comments were that patient very happy with vision and both eyes are comfortable. Pre-op; bcva from (B)(6) 2014: right eye pre-op 20/15 -8.50 x -.50 x 77, left eye pre-op 20/20 -7.00 x .00 x 90. Post-op; bcva from (B)(6) 2014: right eye pre-op 20/20 -1.00 x -.50 x 90, left eye pre-op 20/20 -1.00 x -.00 x 90. Post-op; bcva from (B)(6) 2014: right eye pre-op 20/20 -2.50 x -.00 x 90, left eye pre-op 20/20 -1.50 x -.00 x 90.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.